Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had a blood glucose level of 428 mg/dl at the time of the call. The caller stated that the high blood glucose level was due to them waiting for a shipment of supplies. The caller stated that if the customer's blood glucose level did not come down, they would go to the emergency room. No products were replaced or returned for analysis.